Event description:
What happened: during repositioning of endotracheal tube, the 11cm marker was almost entirely worn off and completely illegible. This rn (registered nurse) was able to determine proper depth by measuring the external length of the ett. What should have happened: markings on the endotracheal tube should be legibly marked for placement confirmation. Could they be labeled from the inside of the tube during the manufacturing process? No immediate harm done to the patient however, patient does require frequent re-tapings to ensure securement and worn numbers on the endotracheal tube poses a risk of incorrect depth placement.